Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 2 clicks. A field service engineer replaced the micro switches and tested the doors. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system door 2 clicks and not releasing. The customer reported that this malfunction occurred while trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.